Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that the guide was damaged prior to surgery, however, was noticed during surgery.

Manufacturer narrative:
Evaluation summary: the returned device does match the report, and the event was confirmed. The review of the risk assessment for the failure mode indicated the issue was addressed adequately as no discrepancies were identified, therefore no corrective actions were deemed necessary at this time. The targeting sleeve had not been inserted to its dead stop position. Additional high torsion load had been applied to the targeting sleeve causing the breakage of the peg at the target device. Such handling of the device is regarded as not intended use. As to a longer period in use a pre damage in former surgeries could not be excluded. The event was not device related. Investigation revealed evidence that the broken off peg was caused by inappropriate rough handling at user site. A design change was raised due to damage of the pegs in the reception area and resulted in design modification of targeting arm. (Enlargement of curvature at transition in ground of pegs). The device had been in use for a long time and it had been subject to periodic stress situations due to multiple applications and sterilization- and cleaning cycles. As the device had been in use for that long time before cracks were noticed we presuppose that it had fulfilled its tasks in former surgeries as intended. No discrepancies were detected during risk analysis review. No nonconformity was identified.

Event description:
It was reported that the guide was damaged prior to surgery, however, was noticed during surgery.